Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that the internal leakage test failed and the device is not working. Identification of issue has been done by analyzing problem description, communication with the technician and provided photos. There was no patient harm. Based on technician statement, the o2 sensor was defective. Additionally it has been found that membrane was missing in expiratory cassette. The technician replaced o2 sensor and installed new membrane. Additionally broken pin on pc1826 has been found. The issue was reported to competent authority in abundance of caution as it may in some cases, represent a reportable event. In further evaluation o2 sensor and lack of membrane has caused the reported issue. Faulty expiratory cassette membrane will not cause or contribute to death, serious injury or medical intervention to prevent harm. Malfunctioning o2 sensor will not affect ongoing ventilation as o2 sensor is used only for measuring. The root cause to the reported issue has not been determined. The correction of field #h8 usage of device was required. This is based on the internal evaluation. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
Manufacturer's ref. #: (B)(4).